Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. This ra lead was replaced and will be returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. The lead tip was found to have dried body fluid through the helix mechanism and into the lumen. The helix would not extend, most likely due to the dried body fluid in the helix mechanism. Laboratory testing was unable to reproduce the reported clinical observations. Electrically, the lead was found to be within specifications.

Manufacturer narrative:
This ra lead was replaced and will be returned to boston scientific for analysis. This investigation will be updated should further information be provided.